Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to the left cylinder pushing laterally on the skin in addition to pain in the glans at the cylinder tip. The existing device was removed and replaced with a new ipp. No further patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the ams700 inflatable penile prosthesis (ipp) was visually inspected, leak tested and examined using a microscope. Both cylinders had wear at folds in the middle and proximal cylinder bodies and the kink resistant tubing (krt) of both cylinders was worn down to the filament. No leaks were found. Inspection of the momentary squeeze (ms) pump noted the krt was worn down to the filament. Again, no leaks were identified. The pump krt with window quick connector was trimmed down to the appropriate length prior to functional testing. The pump did not pass the inflation test. Product analysis concluded these inflation issues could affect the functionality of the device as reported mechanical issues. Product analysis confirmed pump malfunction but was unable to confirm the reported event related to the pain.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to the left cylinder pushing laterally on the skin in addition to pain in the glans at the cylinder tip. The existing device was removed and replaced with a new ipp. No further patient complications were reported.